Event description:
Reported issue: just had another belly bag leak in the first week. This time it was a faulty valve.

Manufacturer narrative:
Qn# (B)(4). Since we did not get the lot information of the product in the complaint, we conducted a self-check on the recent production, whose product lot number is 20221205. The device history record was checked. The incoming, in-process and final inspection have completed, all results meet the specification. There was no deviation reported. The retention sample of this lot was tested, and no leak was found. According to the analysis of the complaint, the customer's feedback should be the problem of the drain valve. The incoming inspection within 3 months of this valve shows no abnormality. We randomly checked the inventory of valves for inspection. The valves can be effectively used, and no fault was found. When we checked the list of complaints for 2-22, we noticed that there were many such complaints, most of which were easy to loosen and inconvenient to use. Therefore, in addition to routine inspection of defects that may be caused by the production process and use process of some products, we have also carried out risk identification for the assembly of valves in daily operations, which can effectively troubleshoot such anomalies, and the relevant operators have been effectively trained. We speculate that the current abnormal valve is still due to its assembly and use. Judging from the trend of complai nts after risk identification and relevant measures ate implemented, we think the feedback from the customer is still related to the actual use of products.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: just had another belly bag leak in the first week. This time it was a faulty valve.